Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's parents reported that the user suddenly did not hear anymore with the device. A revision surgery is planned but no date has been scheduled yet.

Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Further information on the device explantation report form states that the implant housing could be moved and rotated before explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's parents reported that the user suddenly did not hear anymore with the device. The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported that the user suddenly did not hear anymore with the device.